Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Was the device fired over an existing clip? No. Were any other challenges with the clip applier experienced? X shaped clip and slippery clips. Any feeding or firing issues? Nothing seen. Was this a typical case? Yes. Was the patient taking any anticoagulants? Don't know. Did the patient have any pre-existing conditions? Don't know. Did the patient's anatomy present with any challenges for the case? No. Two devices. Device (a) was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there was a problem with two devices. The clips were either forming pear shapes or x- shapes. A new device was opened to complete the procedure. There was no adverse consequence to the patient.